Manufacturer narrative:
A registration discrepancy between two patients resulted in one of the final reports initially being posted to the incorrect patient. The two zio monitor devices were shipped to the account for in-clinic registrations. "No registration" tickets were generated when irhythm received each device back. Upon contacting the account to verify registration, it appears that both devices were subsequently registered, which likely led to the swap. The final report was incorrectly posted and as a result, the patient was prescribed metoprolol 25mg due to the findings. The clinical report was corrected and provided to the patient¿s healthcare provider. Irhythm investigated the reported event and reviewed production records for the device. The investigation revealed that the swap occurred during registration by the account serving both patients, leading to the registration discrepancy and inaccurate reporting. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
A registration discrepancy between two patients resulted in one of the final reports initially being posted for the incorrect patient. A patient received a zio monitor device registered to a different patient while in-clinic, resulting in the final report being posted to the incorrect patient. The swap occurred during registration by the account serving both patients. The patient was prescribed metoprolol 25mg due to the findings of the report that was incorrectly posted. The clinical report has been corrected and provided to the patient¿s healthcare provider.